Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation is process.

Event description:
Affiliate reported that patient icp rose rapidly, device was removed. It is not clear if monitoring was discontinued or if the device was revised. It was also reported that the patient later died. The surgeon did not believe the device contributed to the patients death.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this investigation. During the evaluation, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: visual inspection of the sensor and connector found no abnormalities. Slight bends along catheter body. Suture attached to catheter material. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.